Event description:
It was reported that the device exhibited a force sensor in the occlusion detector could drift out of calibration that may increase occlusion, detection times, false occlusion alarms and system failures. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the force sensor not operating as intended or being out of specification, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.